Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter during a laparoscopic cecectomy, the device was launched but it did not staple. The product could not be launched. Another device was used to complete the case. There was no patient harm.